Event description:
Patient was having a posterior spinal fusion. During the procedure, the surgeon was using an instrument called coronal benders. While using these instruments, two pieces snapped off of one of these coronal benders. During inspection of the patient's open incision, with help using the c-arm, the 2 pieces were located and removed from the patient. The surgeon stated that all pieces were found. The instrument was removed from use. Vendor representative will take the instrument with him to send back to company. This instrument was part of a rep. Loaner tray. The rep. Stated that it was made of stainless steel and was prone to breaking easily. He took it and it has been sent back to the company, zimmer biomet for investigation.